Manufacturer narrative:
(B)(4). Concomitant products: stent: 4.0 x 18 mm xience; inflation: boston advantage kit encore 26; guide cath: medtronic 6f jr4. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. The reported difficulty removing was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It was reported that during removal, the patient experienced a hematoma and pain in the radial artery, which were treated medically. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a non-tortuous and moderately calcified lesion in the proximal right coronary artery. After deployment of a 4.0 x 18 mm xience stent, post-dilatation was performed with the 5.0 x 12 mm nc trek balloon at 12 atmospheres for 20 seconds (x2). After inflation, the balloon would not deflate. The physician waited 30 to 60 seconds, but the balloon did not deflate at all. The device was removed as a unit together with the guiding catheter. During removal, the patient experienced a hematoma and pain in the radial artery, which were treated medically. No additional information was provided.